Event description:
Rn gave pt insulin injection. When rn attempted to slide cap up it stuck and she had to recap the needle. She stated that she had gloves on and when recapping, the needle came through the orange side of the cap and stuck her in her left index finger.